Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the x-ray was not possible and the system showed connection problem with the fd (flat detector) controller. The fse checked the log files onsite and found the errors related to the ippc (image processing pc). The fse adjusted the ippc and reinstalled the ippc system software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to produce x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.